Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. It was unknown if the ipg was placed in surgery mode . The ipg was deemed inoperable. As such surgical intervention took place where the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.